Manufacturer narrative:
The catheter was returned with its original pouch. It was found that the balloon has burst longitudinally. The guidewire tube was found kinked in the burst area. The conditions of the device did not allow further tests to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a pacific xtreme to treat a cto (chronic total occlusion-100%) lesion in the left distal peroneal artery. The artery diameter and lesion length were 3mm and 15mm respectively. IFU was followed and the device was prepped without issue. It was reported a longitudinal balloon burst occurred at 9bar during the second balloon inflation. The procedure was completed by removing the burst balloon. No intervention was required. No patient injury was reported.